Event description:
It was reported during implant that right ventricular (rv) left bundle branch lead was dislodged during slitting a catheter. A second catheter was used and placement was attempted, but screw-in was not possible. Upon checking outside the body, the tissue was entangled in the screw region and device could not be fixated even after an attempt to place it. The rv lead and catheters were attempted but not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.